Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was hard to fire. The first clip was mostly malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.